Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was difficult to insert. Reportedly, the pump had "wear and tear" making it harder to install a cartridge. The customer was able to successfully load a cartridge to address the event. There was no impact to the customer's blood glucose level.